Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got pump error. The customer¿s blood glucose level was 128mg/dl at the time of incident. Customer also stated that the drive support cap slightly intended. Customer was unable to complete pump rewind the pump. Troubleshooting was performed. The product will return for the analysis.

Manufacturer narrative:
Device passed self test and displacement test. Unit rewind function properly and no anomaly noted during testing.